Manufacturer narrative:
Batch review performed on 23 april 2019: lot 142339: (B)(4) items manufactured and released on 03-jun-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: hip revision surgery occurred 4, 5 years after cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding.

Event description:
The patient came in, 4 years and 5 months after primary surgery, complaining of pain caused by a subsided stem. The surgeon revised the stem and head with another company's product and the surgery was completed successfully.